Manufacturer narrative:
The n5 hook for hook handle (cev2295a) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. According to the customer the blue coating melted, in addition, these hooks were sent to their provider to redo the sheath, and the problem reoccurred. Integra microfrance recommends repairs within its factory and cannot guarantee the services provided by an external service provider. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during an intervention, the sheath surrounding the n5 hook for hook handle (cev2295a) melted and "created a foreign body in the patient." It was reported that one piece of debris was removed from the patient. The procedure was completed by use of another hook, which did not present the same problem. No increase in surgery time occurred. The customer has their product repaired by an external company. The hook was sent to the facility's provider to redo the sheath, and the problem later reoccurred. The device is reportedly not available for return.